Event description:
Additional information indicates that the malfunction was with lead and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturer report number: 3006705815-2025-05560].

Manufacturer narrative:
The malfunction was with the lead and not this device. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable. The reported device is documented under [manufacturer report number: 3006705815-2025-05560]. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system may have been explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.